Event description:
This rv lead was revised due to sensing issues. Clinical studies attempted to contact the responsible clinic, but the clinic would not return phone calls regarding this event. No additional information is available and all records indicate this lead remains implanted. Should additional information become available, this report will be updated.